Manufacturer narrative:
This report is submitted on april 12, 2024.

Event description:
Per the clinic, the patient experienced infection and extrusion of the electrode lead into the external auditory canal. Subsequently, the patient was treated with antibiotics (type, date and duration not reported). The device was explanted on (B)(6) 2024. The patient was reimplanted with another cochlear device during the same surgery.